Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a broken shell, flat crease, and the device was underweight. A microscopic analysis was performed which identified a sharp edge break assessed as an unidentified tear opening and a missing piece of the shell. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on the posterior side due to an unidentified tear opening and a missing piece of the shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was implant exchange. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.